Manufacturer narrative:
Terumo has not received the actual device for evaluation; however, the investigation has not been completed. Terumo will be submitting a follow-up report when more information become available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during setup, the arterial sampling line came apart from the oxygenator. No pt involvement as this occurred during setup. Product was changed out. Surgery was successful.